Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the device was returned for evaluation. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 10mm x 4cm balloon. The balloon was received inserted into a 6fr introducer sheath. The distal end of the balloon was protruding out the distal end of the introducer sheath and was bulged in appearance, likely indicating retraction issues. The distal end of the balloon was slightly prolapsed, likely indicating retraction issues. The introducer sheath was examined and the distal tip was flared. The catheter was not in line with the balloon, indicating there was likely a break at the butt joint. No other anomalies were noted at this time. Functional/performance evaluation: an attempt was made to retract the balloon from the sheath; however, this was not possible due to the bunched balloon material at the distal end. Additionally, the balloon could not be advanced through the sheath due to the break at the butt joint. The distal tip of the balloon was pulled on using pliers and the balloon was able to be advanced forward through the sheath. The edges of the proximal end of the butt joint break were examined and observed to be jagged. The catheter remained in one piece as the polyimide remained intact. The polyimide was stretched and kinked at the location of the break. No fiber disturbances were noted to the balloon. Medical records review: no medical records have been made available to the manufacturer. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for a break at the butt joint and sheath retraction issues based upon the condition in which the sample was returned (i.e. Prolapsed balloon material and flared introducer sheath tip). It is possible that the balloon wasn't fully deflated before the user attempted to retract through the sheath which would lead to retraction difficulties. It is likely that excessive force attempting to retract the balloon through the sheath caused the butt joint break. However, the definitive root cause for the retraction issues could not be determined based upon the available information. Labeling review: the dorado instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records and no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is underway.

Event description:
It was reported that a pta balloon would not retract through a 6fr sheath. The healthcare provider reported the balloon and sheath were removed together as a single system without issue. Another balloon and sheath reportedly were used to complete the procedure. There was no reported adverse clinical consequence.